Event description:
It was reported that doctor went to punch the keel for final prep of knee and when he struck the keel punch, the keel punch housing broke into two pieces at the "y" of keel punch housing. Due to concern of field contamination, all instruments that came into contact were removed from the field.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.